Event description:
It was reported that parts of the pump touchscreen was dim. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.